Event description:
Pt admitted with recurrent dislocation of left total hip arthroplasty. The pt originally underwent a left total hip replacement 2 yrs ago in another state. Since that time, pt has had over 10 dislocations which have required relocation under IV sedation. Due to continued dislocation and instability, the pt underwent revision of left total hip arthroplasty with conversion to a constrained acetabular component.